Event description:
It was reported that during central processing, customer observed a broken cable' on the prograsp forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument pitch cable to be broken at the distal clevis hub. The cable strands were sticking out and measured roughly .254. The crimp that contains the cable was still attached, however, the cable was not broken evenly. No other damage was found.